Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated there was no problem with delivery of the coil prior to detaching. It was a very tortuous run to the target site, and the microcatheter had a strong turn through an s-shape. The lot number of the instant detacher was unknown because a re-sterilized detacher was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the excelsior 1018 microcatheter was implanted in the sps, and a coil was inserted. 2 attempts were made to detach the coil using an instant detacher; however, it could not be detached. It was noted the doctor did not attempt to detach the coil using another instant detacher. It was stated that there were no problems with instant detacher. After that, it was tried once to be forcibly detached using the hypotube, but it still could not be detached. As a result, the coil was retrieved. The patient was undergoing surgery to treat an arteriovenous malformation or arteriovenous fistula. The lesion grade was borden type ii. The lesion was not located in the eloquent area of the brain. It was noted the vessel tortuosity was severe. There were no patient symptoms associated with the event. The devices were prepared as indicated in the IFU.

Manufacturer narrative:
Product analysis #(B)(4): equipment used- video inspection system (m-78210), ruler (m-83361), camera (panasonic lumix dmc-zs5) drawing(s) referenced: n/a as found condition- the axium prime was returned within a shipping box and within two resealable plastic pouches. Visual inspection/damage location details: the proximal pusher (actuator interface, positive load indicator, break indicator, coupler tube) was separated from the rest of the pusher and not returned. The inner liner was found extending out of the proximal end of the remaining segment. The distal ~34.8cm of the pusher was found twisted. The release wire was found broken at the coin and not returned for analysis. Part of the coin was found stuck within the lumen stop. Blood was found under the jacket and within the lumen stop. The implant coil was found still attached to the pusher. The implant coil was found to be damaged. Testing/analysis - under magnification, the outer jacket was removed, and the blood was dissolved however, the coin could not be removed from the lumen stop as it was found to be stuck. The lumen stop was found to be damaged (ovalized). The inner diameter of the lumen stop could not be reliably measured due to the damage. No other damages or anomalies were found with the returned device. Conclusion - based on the customer report and device analysis, the customer report of "non-detachment" was confirmed. It is likely the cause of the non-detachment is the coin became stuck within the lumen stop, causing damage to the lumen stop and preventing the detach element from exiting the retainer ring. It is possible the blood found under the shrink tubing contributed towards the non-detachment. The pusher was found twisted and the release wire was broken at the coin. It is likely these damages occurred during the attempt to retract the release wire against the resulting resistance. The pusher was found broken, indicative of manual detachment attempts. The implant coil was found damaged. Possible causes include, but not limited to, lack of hydration before procedure, continuous flush not performed during procedure (or insufficient continuous flush), tortuous anatomy, coil is not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, user advances/retracts the coil against resistance or incompatible catheter. The instant detacher, actuator interface, positive load indicator, break indicator, coupler tube, and release wire used in the event was not returned. Therefore, any contribution of these subassemblies and the instant detacher towards the non-detachment and conformance to specification could not be assessed. There is no indication that the event is related to a potential manu facturing issue, therefore a device history record review was not required. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2021 (B)(6) (for, hcp, rep): it was reported that the excelsior 1018 microcatheter was implanted in the sps, and a coil was inserted. 2 attempts were made to detach the coil using an instant detacher; however, it could not be detached. It was noted the doctor did not attempt to detach the coil using another instant detacher. It was stated that there were no problems with instant detacher. After that, it was tried once to be forcibly detached using the hypotube, but it still could not be detached. As a result, the coil was retrieved. The patient was undergoing surgery to treat an arteriovenous malformation or arteriovenous fistula. The lesion grade was borden type ii. The lesion was not located in the eloquent area of the brain. It was noted the vessel tortuosity was severe. There were no patient symptoms associated with the event. The devices were prepared as indicated in the IFU. (B)(6) 2021 e1, e2, ared (hcp, rep, for): additional information received indicated there was no problem with delivery of the coil prior to detaching. It was a very tortuous run to the target site, and the microcatheter had a strong turn through an s-shape. The lot number of the instant detacher was unknown because a re-sterilized detacher was used.